Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-02906) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when attempting to interrogate the device via merlin.net it was unable to read the ICD. Patient was brought into the clinic and was unable to be interrogated. Multiple programmers were tried with no success. Device was explanted and replaced.